Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: all errors and alerts are triggered correctly by the pump. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported the piston of the infusion device is blocked. Patient stated he changed the battery, the complete infusion set and the insulin cartridge but the piston remains stuck at the bottom of the device. Patient reported the infusion device did not give any alarm. Patient stated he switched to using alternative therapy on yesterday evening. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.